Manufacturer narrative:
Troubleshooting with customer found the stretcher plate is working as designed, when attached to the gurney. It was discovered that the latch on the stretcher plate was not being latched correctly thus contributing to the stretcher plate not locking into place. The customer was sent a training video and reminded to reference the user's manual. The user's manual warns "the stretcher release latch must be locked in place to prevent movement of the stretcher when patients are loaded or unloaded from the stretcher." At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the stretcher plate does not lock into place and drops down to the next level during a treatment. Hbo safety director is concerned about patients getting pressure injuries for laying there for so long. No patient injury was reported.